Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the needle did not come out of the sheath patient/event info - notes: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device ¿ patient end (distal end) 3. Were any other defects (other than the complaint issue) observed on the device prior to return - no please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Physician doesn¿t recall. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site - stomach a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site- physician does not recall 11. If not with the device in question, how was the procedure performed and/or finished? With competitor device. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) Only kink was observed as per the complaint. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus eus linear scope. 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the needle. 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? Not that much, but slight. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? Nil 30. Did any section of the device detach inside the patient? N/a if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c2073973 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory re-evaluation on the 10 october 2024. Visual inspection: distal end of needle examined, and no issue observed. Clarification was requested as follows: "in the additional information for (B)(4) the location of the kink was said to be patient end (distal end). During lab evaluation the distal end was examined, and no issue was observed, but a proximal kink was found. Could you please confirm if the below kink is what was observed:" reply was received as follows: "the physician doesn¿t recall. " it was stated in the additional questions that the kink was at the distal end but during laboratory evaluation there was no distal kink, instead a proximal kink was found. When clarification was requested to confirm if the kink was proximal or distal the customer could not recall therefore the file will be assessed based on the kink found in the lab evaluation. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2073973 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties of the needle not extending from the distal end of the sheath. This was also observed in the lab evaluation when the needle handle would not advance due to the proximal kink. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot c2073973 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink which would have led to the difficulties of the needle not extending from the distal end of the sheath. This was also observed in the lab evaluation when the needle handle would not advance due to the proximal kink.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 30-oct-2024.